Manufacturer narrative:
No servicing or testing was completed on the system because resolution of the reported issue was confirmed on call. No hardware parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the navigation system would not connect to the imaging system. The manufacturer representative (rep) tried multiple ethernet cables with no resolution. Technical services (ts) had the rep verify the igs server on the imaging system and it passed. Ts had the rep set up the navigation connection on the imaging system and it connected and found the server without issue. The navigation system was still showing not connected to the imaging system. Ts had the rep reboot the navigation system and it connected to the imaging system. There was less than an hour delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation determined that the reported event was a known software anomaly. The issue was fixed with an updated software release. If information is provided in the future, a supplemental report will be issued.